Event description:
Pt was implanted with lcp proximal femur plates construct on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to partial non-union. Pt was revised to a shorter plate construct. This is 5 of 9 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.